Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer would clear the alarm or change pump supplies and resume insulin therapy. System check was performed with tandem technical support; however, the system check could not be completed as the customer declined to complete the check. There was no adverse impact to the customer blood glucose.